Event description:
It was reported during in clinic follow up that the right ventricular lead exhibited high capture threshold. Imaging did not reveal any physical anomalies. The lead was explanted and successfully replaced. The patient was stable and asymptomatic.

Manufacturer narrative:
The reported event of high capture threshold was not confirmed. As received, a complete lead was returned in one piece with the helix found extended and clogged with dried/blood tissue. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage.